Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was a malfunction. The cone like plastic tip of the plastic sheath for the tunneler broke off inside the patient¿s neck during tunneling. The tip was unable to be located by o-arm, ultrasound, or manual exploration by surgeon. The tip was not detectable by x-ray. If additional information is received, a follow-up report will be sent. (B)(4).